Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pain and possible infection.

Manufacturer narrative:
The device was received in a condition making evaluation impossible. Quality was not able to perform manufacturing record review, nonconforming report review, CAPA review or complaint database review due to the lot number not being provided. Quality was unable to confirm the lot number of the device because the device was received in a condition making evaluation impossible. However, because quality's examination may not conclusively confirm or disprove the report of infection, quality accepts the physician's observations of such as the reason for surgical intervention. If additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, pain and possible infection. Culture results indicated serratia, enterococcus and prevotella.